Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during advancement of an azur coil, the coil got stuck in the introducer sheath. The coil was withdrawn and the tip of the introducer sheath was cut off. The coil was reinserted and after being advanced a little in the microcatheter, the coil detached. The entire coil was removed together with the microcatheter without incident. There was no reported patient injury or health damage.